Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6)2019 , it was reported that the unit had an incomplete mesh. The device was used on cadaver skin. The customer returned a skin graft mesher device, serial number (B)(6) , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6) , and a 2:1 ratio cutter, serial number (B)(6) , for evaluation. Product review of the skin graft mesher on (B)(6)2019 revealed that the calibration was out of specifications but the device produced a passing sample mesh. The roller gear and shoulder bolts needed replaced. The 1.5:1 ratio cutter, serial number (B)(6) , and 2:1 ratio cutter, serial number (B)(6) , both produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6)2019 which included replacement of the shoulder bolts, roller gear, and spring pin. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated (B)(6)2019 based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 1 that 'a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher'. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh. Device was used on cadaver skin. No harm or delays. No adverse events were reported as a result of this malfunction.